Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the MRI was cancelled. No additional information was received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they decided to have their deice removed years ago because it did not help them.

Event description:
Information was received from a health care provider regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported the patient was scheduled for a MRI of their lumbar spine and their ins was implanted in the left hip. They noted the patient's device had not been working for some time. The reason why the device was not working was not known at the time of the call. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.